Manufacturer narrative:
A ge representative evaluated the system and reseated a cable connector on the backplane. System operates as intended. (B) (4).

Event description:
The customer reported the system is displaying an hv error. No patient injury was reported.